Event description:
It was reported that, during a knee arthroscopic procedure, the t2 of three (3) fastfix 360 devices was dislodged. The t1 was removed. The procedure was completed using a s+n back up device, with a non significant delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation & investigation findings). H3, h6: the reported devices were received for evaluation. A visual evaluation showed three devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device three, the t1, t2, and suture were not returned. The actuator is stuck beyond the tip of the needle. The needle assembly is severely bent. Bio debris is present. A functional evaluation of device one showed the actuator cycled each implant off the needle and continued to cycle as intended. Device two, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. The needle assembly is severely bent. Bio debris is present. Device two, showed the actuator tried to cycle but became stuck at the tip of the bent needle. Device three will not cycle and remains stuck at the tip of the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation and excessive force). Based on this investigation, the need for corrective action is not indicated.